Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up with technical support and no additional information was provided.